Manufacturer narrative:
Intuitive surgical, inc. (Isi)received the 8mm mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and found to have a frayed pitch cable at the proximal clevis hole. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the 8mm mega suturecut needle driver instrument had a cable popped. No fragments in patient. Surgeons head in console, instrument being manipulated. Instrument not static, moved to scale, no timing issues, no shakiness or friction, no arm-to-arm interference or external collisions. The procedure was completed with no reported injury.